Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the fragments were easily removed. There was a surgical delay of approximately ten (10) minutes. The patient status/outcome is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the received ten inserter is in a dismantled condition. The two-holding nose of the blue plastic handle are broken off. The broken parts are not available for further investigation. Furthermore there are signs of misuse, there are numerous marks of very strong hammer blows all over the device parts visible. The relevant feature is deformed in a manner which prevents accurate measurement of the feature. A functional test is not possible to turn the chuck. The jaws do not move and stay in the highest, full open, position within the chuck. In this opened position of the chuck is not possible to stuck a part of ten nail as described in the complaint description. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The two-holding nose of the blue plastic handle are broken off as well the instrument is in a dismantled condition as against described in the complaint description. There are signs of misuse on the instrument. The surgical technique guide (dsem/trm/0115/0290(3)) includes the precaution to avoid hitting the t-piece of the inserter directly, as this may result in damage to the inserter. The complaint is confirmed as the two-holding nose of the blue plastic handle are broken off and the instrument is dismantled as well the jaws of the chuck do not move anymore. By the evidence that signs of misuse were found on the device, we can conclude that the damage and dismantling is a result of excessive force application. Furthermore we would like to draw your attention to our surgical technique guide dsem/trm/0115/0290(3), where it is described that hitting the t-piece should be avoided. By the evidence, that the device passed our final inspection before the device left the manufacturing site we confirm that the cause of failure is not due to any manufacturing non-conformance's. The present article has shown that on the threaded shaft some residue of adhesive (loctite) are visible which connected the head as intended. The connection parts conformed the torque specification of 15nm per torque wrench at the time of manufacturing and passed inspection requirements. During the investigation, no manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot , part: 359.219, lot: 9656845, manufacturing site: hägendorf, release to warehouse date: 01 dec 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown insertion handle/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No code available is for surgical/medical intervention. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during an elastic nail implantation on (B)(6) 2019 the nail insertion handle broke during implantation and was unable to be released. Surgeon had to cut the nail. All pieces were retrieved from patient. Surgeon had to change surgical plan and convert to open reduction internal fixation (orif) with 2.7 mm straight plates. Patient was a pediatric patient. Concomitant device reported: unknown elastic nails (part #: unknown, lot #: unknown, quantity #: 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.